Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. The customer indicated the use of a non-qualified company cartridge and non-qualified viscoelastic. The company lens model is only qualified for use with the company cartridges. The customer indicated the use of a company handpiece which is qualified for this lens with the qualified cartridge combinations. The root cause is most likely related to a failure to follow the IFU(instructions for use). The account used an unqualified lens/cartridge combination. The customer indicated the use of a non-qualified company cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the surgeon loaded lens in cartridge and inserted in cornea. Surgeon observed that the lens was cracked and removed with forceps. The surgery was completed by a backup lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).